Manufacturer narrative:
Manufacturer completed the entire form. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was hospitalized in 2007, due hyperglycemia. Reportedly the patient changed her infusion set and cartridge the day before, 2 hours later her blood glucose was 85mg/dl. Later that night her blood glucose was 486mg/dl. By 3 am it was >500mg/dl and she was vomiting. She was hospitalized at 7:30 am on the event date, and upon admit her blood glucose was 701 mg/dl. She was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.